Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that the tip of the 'mantis cannulated modular tap 5.5mm' was broken during procedure. The surgeon removed the particle of the tip as possible. But, it is not clarified that all the particles could be removed. There was no delay and add'l treatment to the pt.